Manufacturer narrative:
The complaint reported thermal issue is currently under the referenced CAPA investigation, and has been verified by the returned device. No further post market lab investigation evaluation is required.

Event description:
It was reported by the patient that the omnipod personal diabetes manager (pdm) charger was burnt. It was also reported that the controller was overheating while charging. No injuries or medical intervention were mentioned during the call.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported thermal event. No lot release records were reviewed, as the product lot number was not provided.